Event description:
It was reported that after performing pre-dilatation with a trek balloon dilatation catheter, while advancing a 3.5x12 xience v rx drug-eluting stent delivery system, without resistance, onto a balance middleweight (bmw) guide wire toward a moderately calcified de novo lesion in the moderately tortuous mid right coronary artery, the xience hypotube shaft separated 2 millimeters distal to the proximal hub strain relief, prior to reaching the target lesion. Since the separation site was outside of the anatomy, both pieces of xience were simply withdrawn from the anatomy without resistance and another 3.5x12 xience v rx was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.